Manufacturer narrative:
All operating currents were within specification and no unexpected off no power alarms were noted. However, the insulin pump was received with corroded battery cap contacts. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error after a battery installation. The blood glucose reading was 250 mg/dl. The customer stated that about a week ago she replaced the battery, and it drained within a day. She changed the battery 3 times within a week and stated that the insulin pump would not turn on anymore. She noted that the device may have been bumped but not dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.